Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient reported experiencing inaccurate cgm values which led to the ¿inappropriate treatment of false hypoglycemia and subsequent severe glucose fluctuations¿. This resulted in the patient being hospitalized last december. No further event details were available, including patient symptoms, treatment details, or length of hospitalization. Attempts to reach the patient back for further event clarifications were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.